Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be established. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.

Event description:
On april 13, 2026, information was received regarding a subject participating in a clinical trial. The subject experienced thrombosis of an arteriovenous graft resulting in the wrapsody stent graft. Medical intervention was required, including administration of alteplase, angioplasty, and additional stent placement. The event resulted in restoration of function following intervention.